Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump screen was harder to read and had prime anomaly. Customer¿s blood glucose was around unknown at the time of incident. The customer also reported that the insulin squirts during priming. The customer reported that the insulin pump screen was harder to read due to scratches and insulin pump had false delivery notifications. The insulin pump will not be returned for analysis.